Event description:
It was reported that bd insyte autog bc blu 22ga x 1.0in catheter sheared. The following information was provided via medwatch: registered nurse (rn) started a 22-gauge x 1 inch in the left acromioclavicular joint. Blood return noted. I tried to advance catheter and met resistance. I noted that there was a "bubble" where the catheter was under the skin. I pulled the needle with catheter out and applied pressure. The catheter was intact but sheared from needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. E4. The initial reporter also notified the FDA december of 2023. Medwatch report is (B)(4).

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 3192172. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.